Event description:
Customer reported poor image quality that gets worse as the day progresses. No pt injury was reported.

Manufacturer narrative:
A ge rep has not yet evaluated the system. Ge healthcare complaint number.